Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.

Event description:
A copy of the customer's (B)(4) report was received which states the event location was critical care. The event description states: "while hanging i.v. Fluid, nurse noted that drip rate was not correlating with the pump set-rate. Programming was re-checked, was found to be programmed correctly. Secondary tubing changed with no results; the primary tubing was changed and the problem resolved. Nurse believes anti-reflux valve on tubing was not functioning properly and secondary medication was back-flowing into primary bag of fluid. Problem was corrected and patient was not harmed. This is an occasional problem." No medical intervention occurred. No further patient or event information was provided.